Event description:
It was reported that the physician inadvertently severed this right atrial (ra) lead during the generator change. This lead was surgically abandoned. No additional adverse patient effects were reported.